Event description:
Additional information was received that provocative testing was performed where the noise was reproducible and over-sensing was observed.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Noise was reported on the right ventricular (rv) lead. No intervention has been performed. The patient was stable with no consequences.